Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were verified through a review of the event history log by the presence of "upstream occlusion" on the final days of customer use however, it cannot be determined if the alarms are true or false. Evaluation was unable to reproduce the reported symptom due to an unrelated issue. Evaluation found the lower ultrasonic sensor fluid reading was found to be out of specification, causing the reported issue. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement associated with this event. No additional information is available.